Event description:
It was reported that the pump stopped during the procedure. The pump was power cycled. The case continued without problems. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The 510(k) number is k071318. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Please note that this MDR is being filed late due to recent change in sorin group (B)(6)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. It was reported that the pump stopped during the procedure. The pump was power cycled. The case continued without problems. A sorin service technician was dispatched to the site to investigate the problem. The problem was caused by faulty internal can bus cable. Pin one of the cable was not engaged in the connector housing. This was caused by an assembly error. The cable was replaced and no further issues were found. The cable was sent to the supplier for eval. The supplier responded that manufacturing was made aware of the problem and the individuals responsible were sensitized and re-trained accordingly. In addition, sorin group (B)(6) has increased their incoming inspections. No further action is necessary.